Event description:
There is a charred smell coming from the control cabinet. The fire department is on the way. Device doesn't work.

Manufacturer narrative:
(B)(4). The field service engineer found after an investigation that part number (B)(4) powertray fru was defective. Replacement of the part solved the problem.